Event description:
This case was reported from (B)(4). Customer reported on a bravo ph capsule that failed to detach from delivery system. The patient was not injured following the procedure. Another capsule was placed normally.